Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had no display, and the touch was unresponsive. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had no display, and the touch was unresponsive. A service engineer assessed the initial report and reported that there was an issue with the user interface. The se noted that the touchscreen was unresponsive, and the backlight display was intermittent. The user interface required replacement. A service engineer (se) reported that the damaged user interface assembly was replaced, and the issue was resolved. The se performed a complete performance verification test, and the device was returned to service.